Event description:
It was reported that the black tips of the r3 offset impactor broke while being used on the patient, but backups were used to complete the procedure. No injury reported, no pieces fell into the patient's incision.

Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.